Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that insulin pump had a constant motor error alarms. No further info was provided.